Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device is not distributed in the united states, but is similar to device marketed in the USA. Complainant part is not expected to be returned for manufacturer review/investigation. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the bending template for matrix lock l-plate with positioning hole and the bending plate for matrix lock maxillary plate with positioning hole had a breakage. It was unknown when the issue occurred. It was unknown if there was a patient involvement. This complaint is for one (1) bending plate. This complaint involves two (2) devices. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Reporter facility address and phone number. : reporter is synthes sales consultant. A device history record (DHR) review was conducted: part: 03.511.381 lot: 8114764 manufacturing site: selzach supplier: diener ag release to warehouse date: 22.dec.2011 the device history record shows this lot of 54 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. H11 corrected data: b5: corrected complaint description. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on an unknown date, the bending template for matrix lock l-plate with positioning hole and the bending template for matrix lock maxillary plate with positioning hole had a breakage. It was unknown when the issue occurred. It was unknown if there was a patient involvement. This report is for one (1) bending template for matrix lock l-plate. This report is 1 of 2 for (B)(4).